Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. This report filed on december 8, 2010.

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2010. Patient underwent revision surgery on (B)(6) 2010 due to no bone growth under the implant surface. No further complications have been reported.